Event description:
Note: this report is one of three complaints that pertain to the same event (MFR report # 3005099803-2010-04447, MFR. Report # 3005099803-2010-04448 and MFR. Report # 3005099803-2010-04449). It was reported to boston scientific corporation that three ultratome sphincterotomes were used during a stone extraction procedure. According to the complainant, the physician cannulated the papilla with a catheter and placed a jagwire into the left hepatic duct. He then obtained an ultratome and advanced it halfway into the papilla (up to the green marker). The assistant bowed the tome half way and the physician made a little cut to the papilla. The physician wanted to make a bigger cut but the tome would not bow fully, so it was not possible. The first ultratome device was removed, a second ultratome sphincterotome was obtained and the same problem occurred. The second ultratome sphincterotome device was removed, a third ultratome sphincterotome was obtained and the same problem occurred. The third ultratome sphincterotome was removed, a fourth ultratome sphincterotome was obtained and used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on preliminary investigation results; melted extrusion.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) that occurred during dwell 2 of 5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during dwell 2 of 5. The cause of the alarm was undetermined. Proper procedures per the user manual were reviewed with the caller. Upon follow-up with the customer, it was found the home patient (hp) had discarded the setup and started therapy over with new supplies, continuing therapy with no further issues. No companion sample was available and the lot number was unknown. The hp has been doing fine and continuing therapy on the cycler as usual. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded and no companion sample was available. The lot number was unknown, so no batch review will be performed. A follow-up report will be submitted if additional information becomes available.